Event description:
Healthcare professional reported for right side "a patient with right side periprosthetic effusion discovered by ultrasound and MRI. Histological examinations confirmed the diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl)". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected and seroma - late.

Event description:
Physician further reported "increase in right breast size", "folds in quadrants" and "reactive axillary lymph nodes" confirmed via ultrasound, and additionally "pain upon palpation", "second-degree capsular contracture" baker grade ii, and "implant animation deformity during muscle contraction".

Manufacturer narrative:
The events of lymphoma - alcl - suspected, lymphadenopathy and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: the device related to the reported event of lymphoma-alcl-suspected, seroma-late, visibility/palpability, pain, capsular contracture was received on january 13, 2023, with lot number 1156386. Based on the device analysis grid, the assessments of the complaint are: lymphoma-alcl-suspected: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device capsular contracture: unable to confirm as it is a medical event not related to the device additional observations: deformation observed in the device. Wear abrasion observed in the device. Observed 40 mm dark patch edge material inside gel device.